Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6)2019, product type: lead. Product ID: 977a260, lot# serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had an infection so the devices needed to be removed. The rep said there was no issue with the device and it was working great. Cultures were taken. The device was removed and discarded. The issue was said to be resolved. No further complications were reported.